Manufacturer narrative:
User reported being transported to the hospital after experiencing shortness of breath. The event occurred on (B)(6) 2025 at approximately 1:00 pm et. The user has not been provided with a diagnosis at this time. At the time of the call, the user reported feeling better. The event was not related to diabetes or glucose measurements. Per dms, the user has not used the system since (B)(6) 2025 at 9:58 am.

Event description:
Senseonics was made aware of an incident where user reported being transported to the hospital after experiencing shortness of breath. The event occurred on (B)(6) 2025 at approximately 1:00 pm et. The user has not been provided with a diagnosis at this time. At the time of the call, the user reported feeling better. The event was not related to diabetes or glucose measurements. Per dms, the user has not used the system since (B)(6) 2025 at 9:58 am.